Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no issue identified that required full analysis.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the implantable cardiac defibrillator (ICD) and leads were explanted due to infection and vegetation on the lead. It was noted that the patient had a history of bacteremia and endocarditis. No further patient complications have been reported as a result of this event.